Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. There are no additional reports against the finished goods lot. The order was built and released per specification. The customer did not return a sample for this investigation, therefore, the root cause could not be determined. (B)(4).

Event description:
A nurse reported during a procedure, the cassette did not have sufficient aspiration. The cassette was switched out with another and the procedure was completed following 5 minute delay. There was no pt harm.